Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display. Customer's blood glucose was 80mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self test, unexpected restart alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.